Event description:
A male pt (age unknown) with chronic lung disease and a thick chest wall was having an elective cardioversion for atrial fibrillation. The dr defibrillated several times and was unable to get the pt out of a-fib. He changed pad position and increased joules and was still unsuccessful. The a-fib was managed with medication. There was no indication of any adverse effect on pt.